Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following additional information: the instrument was inspected prior to use. There was no damage or anything out of the ordinary. The damage was found during operation. It was unknown what surgical task was being performed when the issue was identified. There was no information on whether the wire was exposed due to damaged insulation information from the site. There was no loss of cautery associated with damaged cable. It was unknown if there were any signs of thermal damage at site of insulation damage or any arcing. The instrument collided with other instrument or tool during the procedure. Customer completed the procedure with a backup instrument. The damage did not result in a fragment fall inside of the patient¿s anatomy. There were no photographic images of the device(s) or a video recording of the procedure available for isi review. The patient information was not provided.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the customer reported the force bipolar instrument had a broken conductor wire. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The force bipolar instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.